Event description:
It was reported that the patient with this device had a heart transplant. The electrode for this device was explanted but the device remains implanted. The physician was later told that the device was not functional. The physician called to ask if it was okay to do an MRI but technical services advised against it as it is off-label. The device remains implanted and will be checked for functionality. There were no adverse patient effects.